Event description:
Additional information received noted patient required a vitrectomy; sutured wound to close. Staph.

Event description:
Monocular patient has loss of vision and possible infection. Patient had surgery, did well. Post-up visit in the morning was fine; patient developed loss of vision that afternoon. Awaiting results lab to confirm infection.